Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of missing label (band printing) was observed. Additionally, 100 retained samples were visually checked and no defects were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photographs attached, however retained samples were satisfactory. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate, the device experienced no label or missing label information ( all packaging levels). The following information was provided by the initial reporter. The customer stated: the tube had no label.

Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of missing label (band printing) was observed. Additionally, 100 retained samples were visually checked and no defects were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photographs attached, however retained samples were satisfactory. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate, the device experienced no label or missing label information ( all packaging levels). The following information was provided by the initial reporter. The customer stated: the tube had no label.